Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, g. The reason for the joint swelling reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 03009021305 a10012 - gps implant kit v2. 4047705 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 6515581 200-02-35 - three peg patella 35mm. 6743442 201-78-81 - 3 trocar, mod. Hex 2pk. 6764806 02-010-04-0340 - logic cr femoral por, right, sz 4. 6891682 201-78-15 - holding pin mini sharp point 4 pk. S084468 521-78-23 - threaded pin size 2.3 collared. S251603 521-78-23 - threaded pin size 2.3 collared. S280508 521-78-23 - threaded pin size.

Event description:
As reported, approximately 3 years and 11 months post the initial right total knee arthroplasty, the patient had a knee liner exchange due to the poly recall and swelling and pain. The liner was in pristine condition, not worn. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.